Event description:
In (B)(6) 2012, the patient underwent right side ifuse si joint arthrodesis where three ifuse implants were placed. The patient had the most cephalad implant removed in february 2013 as it was impinging on the neuroforamen. The patient later presented to a new surgeon with persistent right si joint pain complaints. The surgeon determined that the patient had pseudarthrosis of the right si joint. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the remaining two implants and added iliosacral screws. The condition of the patient following the revision surgery is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is pseudarthrosis of the si joint. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7050-90, lot# 7628002731005, manufactured 06/13/11, expires 2014-10; ifuse implant, p/n 7050-90, lot# 7628002731005, manufactured 06/13/11, expires 2014-10; ifuse implant, p/n 7055-90, lot# 7628002578006, expires 2014-06.